Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had an infection a couple weeks after being implanted in (B)(6) 2011.